Manufacturer narrative:
H3: device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module will be replaced to address the issue. The whisper cap was missing. In addition, the handle o-rings and oxygen blender gasket were damaged. The pollen filter will be replaced due to preventative maintenance. However, none of additional component findings are related to the malfunction/issue.